Event description:
It was reported that during surgery cement hardened too quickly.

Manufacturer narrative:
An evaluation of the device can not be performed as the device was not returned to MFR. If additional info becomes available, it will be submitted in a supplemental report.